Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a severely calfified obtuse marginal artery (om). The physician attempted to reach the lesion with 2 cypher stents, however, was unsuccessful. The physician then attempted to reach the lesion with a taxus express2 3.0 x 32 mm drug eluting stent. As the physician pushed the stent delivery system (sds) across the lesion a complete shaft fracture occurred. The fractured catheter was removed from the patient's body without any complications. The procedure was successfully completed with a shorter cypher stent. No patient complications or injuries were reported. Patient status is reported as "fine."